Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain/mild to severe') and autoimmune disorder ('autoimmune reaction') in a 37-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included cesarean section in (B)(6) 2011, abdominal pain, nausea, vomiting, vaginal discharge, morbid obesity, multigravida, multiparous, urinary frequency, irregular periods, vaginal dryness, uterine enlargement, endometriosis and uterine bleeding. Concomitant products included clarithromycin (macrobid) from (B)(6) 2011 to (B)(6) 2014, ferrous sulfate from (B)(6) 2011 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco) from 4-dec-2014 to 11-feb-2015, ibuprofen from 26-jun-2011 to (B)(6) 2015, norethisterone (micronor) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date : (B)(6) 2011-per mr right: one to two coils are seen protruding into the endometrial cavity concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dyspareunia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication please describe: fibroid were added, outcome of pain and menorrhagia were updated. Lot number received. Concomitant medications were added. Patient's medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain/mild to severe') and autoimmune disorder ('autoimmune reaction') in a 37-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included cesarean section in (B)(6) 2011, abdominal pain, nausea, vomiting, vaginal discharge, morbid obesity, multigravida, multiparous, urinary frequency, irregular periods, vaginal dryness, uterine enlargement, endometriosis and uterine bleeding. Concomitant products included clarithromycin (macrobid) from (B)(6) 2011 to (B)(6) 2014, ferrous sulfate from (B)(6) 2011 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2011 to (B)(6) 2015, norethisterone (micronor) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date : (B)(6) 2011-per mr right: one to two coils are seen protruding into the endometrial cavity concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dyspareunia, pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain/mild to severe'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune reaction/ autoimmune') in a 37-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included cesarean section in (B)(6) 2011, abdominal pain, nausea, vomiting, vaginal discharge, morbid obesity, multigravida, multiparous, urinary frequency, irregular periods, vaginal dryness, uterine enlargement, endometriosis and uterine bleeding. Concomitant products included clarithromycin (macrobid) from (B)(6) 2011 to (B)(6) 2014, ferrous sulfate from (B)(6) 2011 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2011 to (B)(6) 2015, norethisterone (micronor) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since october 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish/ psych injury") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/ bladder/urinary problems vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date : (B)(6) 2011: per mr right: one to two coils are seen protruding into the endometrial cavity plaintiffs received treatment for pelvic, abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, vaginal infection concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dyspareunia, pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding. Reporter information, events outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.